Event description:
Subsequent to the initial report, additional information was received. The 2.75 x 38 mm xience xpedition sds met resistance with the anatomy during advancement. No additional information was provided.

Manufacturer narrative:
Device codes: 2524 not labeled. Internal file number - (B)(4). Correction - serial#. Correction - reg#. Device code 2920 removed and replaced with 2524. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily tortuous and heavily calcified proximal left anterior descending artery that was 95% stenosed. Pre-dilatation was performed with a 1.5 x 12 mm and a 2.0 x 12 mm unspecified balloon catheter. A 2.75 x 38 mm xience xpedition stent delivery system (sds) was then used; however, it met resistance during advancement and the proximal shaft became separated. The shaft was simply withdrawn and an attempt was made to advance a 2.5 x 38 mm xience xpedition sds. However, this failed to cross the lesion due to the anatomy. A 2.75 x 15 mm and a 2.75 x 23 mm xience xpedition stent were then implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.